Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The field service engineer (fse) found a blocked reagent probe and removed a piece of plastic. The system was confirmed as running back within specification. The investigation determined the issue identified by the fse was the cause of the event.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for creatinine plus ver.2 (crep2) on a cobas 6000 c (501) module. Patient 1 initial crep2 result was 126 umol/l with a data flag. The repeat was 90 umol/l. Patient 2 initial crep2 result was 119 umol/l with a data flag. The repeat was 91 umol/l. Patient 3 initial crep2 result was 254 umol/l with a data flag. The repeat was 87 umol/l. It is unknown if the questionable results were reported outside of the laboratory. The crep2 reagent lot number was 53423001. The expiration date was not provided.